Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The sapphire distal window was cracked.

Event description:
It was reported during a da vinci-assisted prostatectomy procedure, the scope had water damage. The site replaced the instrument and completed the procedure as planned with no report of patient harm, adverse outcome or injury.